Event description:
It was reported that patient underwent a knee revision procedure to remove and replace competitor product on (B)(6) 2013. An offset adapter was opened during the procedure and appeared to be missing a screw. Another offset adapter was available to complete the procedure without delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation of the returned component confirmed the screw was missing. Review of manufacturing history for this confirmed that fifteen units (15) were released for distribution and that the appropriate number of screws were issued to the lot. Another unit from this lot was evaluated and found to be conforming and packaged with the screw. There have been no other complaints reported for this lot. This appears to be an isolated incident.